Manufacturer narrative:
Investigation summary: bd received a sample and photos from the customer facility for investigation. The sample and photos were evaluated and the customer's indicated failure mode for a broken cannula during use of a luer adapter with the incident lot was observed. Moreover, the device appears to have been used with a port/catheter, which the product labelling states "not for use with indwelling catheters/ports". Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: during the process of disconnecting, luer adapter is broken.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® multiple sample luer adapter experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: during the process of disconnecting, luer adapter is broken.